Manufacturer narrative:
Sanofi company comment dated on (B)(6) 2025: this case involves an elderly male patient who had no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (left), unable to walk properly, pseudoseptic arthritis reaction, after the use of hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be denied. Accident could be the confounding factor. Further update on injection technique, post injection routine, would aid in better assessment of the case. The case will be reassessed based on follow-up information that will be received.

Event description:
No continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (left) [poor peripheral circulation] ([peripheral artery occlusion], [peripheral vein occlusion], [muscle atrophy]) unable to walk properly [unable to walk] pseudoseptic arthritis reaction [pseudoseptic arthritis] ([arthrocentesis], [injection site joint swelling]) severe accident [accident] blood pressure was lower [lowered blood pressure] stated that the gel was still there, causing irritation [injection site irritation] had a general allergy with the gel [allergy]. Case narrative: initial information received on 25-aug-2025 regarding an unsolicited valid serious case received from a patient. This case is linked to case ID (B)(4) (multiple device suspect used for the same patient, for right knee) this case involves an elderly male patient who had no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (left), unable to walk properly, pseudoseptic arthritis reaction, severe accident and blood pressure was lower, stated that the gel was still there, causing irritation and had a general allergy with the gel after the use of hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included enoxaparin sodium (lovenox) for prevent clotting. On (B)(6) 2025, the patient started taking hylan g-f 20, sodium hyaluronate, injection on the left knee (strength: 48 mg/6ml) at a dose of 5 ml 1x (route: unknown) for osteoarthritis. Patient stated that he had an ongoing negative impact due to him receiving one injection (per knee) of synvisc-one made on (B)(6) 2025. Patient said that his doctor was reluctant to do anything, so he called to check. Patient already had a problem on day 1 but it was disregarded and on (B)(6) 2025, due to a severe accident (accident), their knees exploded to a size of a soccer ball (injection site joint swelling) (latency: 19 days) (batch number: frslb11, expiry date: 28-feb-2028). He was in a walker for nearly 2 weeks as there was no continuation of circulation below his knees (poor peripheral circulation) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). Patient was unbale to walk properly (gait inability) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). He had a trip to see orthopedic specialists/doctors, he was recommended to undergo mrt/MRI (magnetic resonance imaging)/ultrasound, and he also mentioned that he took lovenox as to prevent clotting during his flight going back home. Three months later ((B)(6) 2025), he still had no circulation below his knee, it was not getting any blood flow, and he could even feel his calves were getting atrophied (muscle atrophy) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). Patient mentioned that at this point, he was talking with a vascular surgeon. The signs were pointing out that the lack of circulation was due to him receiving bilateral (one blast each knee) synvisc-one injections as it might have blocked some arteries and veins (peripheral vein occlusion) (peripheral artery occlusion) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). He said that his concern, aside from the lack of follow-up from his doctor, was the damage created by the administration of synvisc-one, as per the time of the call, was still an ongoing issue. He emphasized that his symptoms were bilateral, and he was still suffering from the injections. Patient said that he wanted it to be reported as he should be part of the database. Patient was unable to walk, had just been from a vacation, and crawled to the car back to their doctor. Patient was put in a wheelchair then a walker. Patient had prednisone and some fluid was drawn (arthrocenesis) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028) but the problem continued. Patient was assuming that the gel was blocking the blood flow on their knees. Patient's blood pressure was lower (blood pressure decreased) (onset: 2025, latency: unknown) (unknown batch number and expiry date) and they were not getting flow of blood below their knees. Patient mentioned that after 3 months after receiving the synvisc-one injections, the gel would have incorporated to his system over time upon follow-up, patient reported synvisc one caused a significant long-term issue for them. It had been 3 months since they got their injection and the symptoms were still ongoing. They stated that it was being narrowed down to pseudoseptic arthritis reaction (pseudoseptic arthritis) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028), which they believed could be caused by synvisc one, or that they had a general allergy with the gel (hypersensitivity) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). They stated that the gel was still there, causing irritation (injection site irritation) (onset: aug-2025; latency: 3 months) (batch number: frslb11, expiry date: 28-feb-2028) after the injection. Patient was hoping for this information to be put in the database since they had serious reaction. Action taken: not applicable for all the events. Corrective treatment: the patient was treated with prednisone and aspiration of joint done for arthritis, wheelchair and walker used for gait inability and not reported for all other events. Outcome: not recovered for poor peripheral circulation, gait inability, arthritis, hypersensitivity, injection site irritation; and unknown for accident and blood pressure decreased. Seriousness criteria: medically significant for poor peripheral circulation, disability for gait inability and intervention required for arthritis. Additional information received on 28-aug-2025 (with live follow up received on 05-sep-2025) from patient: event of blood pressure decreased, pseudoseptic arthritis, (with symptoms arthrocentesis), injection site irritation, hypersensitivity added, event of cardiovascular disorder was updated to poor peripheral circulation (symptom: muscle atrophy), and its symptoms peripheral vein occlusion and peripheral artery occlusion were added, batch number and expiry date added, clinical course updated, text amended accordingly.

Event description:
Unable to walk properly [unable to walk] , no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (left) [poor peripheral circulation], ([peripheral artery occlusion], [peripheral vein occlusion], [muscle atrophy]), pseudoseptic arthritis reaction [pseudoseptic arthritis] , ([arthrocentesis], [injection site joint swelling]), severe accident [accident] , blood pressure was lower [lowered blood pressure] , stated that the gel was still there, causing irritation [injection site irritation] , had a general allergy with the gel [allergy] . Case narrative: initial information received on 25-aug-2025 regarding an unsolicited valid serious case received from a patient. This case is linked to case ID (B)(4), (multiple device suspect used for the same patient, for right knee). This case involves an elderly male patient who had no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee (left), unable to walk properly, pseudoseptic arthritis reaction, severe accident and blood pressure was lower, stated that the gel was still there, causing irritation and had a general allergy with the gel after the use of hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included enoxaparin sodium (lovenox) for prevent clotting. On (B)(6) 2025, the patient started taking hylan g-f 20, sodium hyaluronate, injection on the left knee (strength: 48 mg/6ml) at a dose of 5 ml 1x (route: unknown) for osteoarthritis. Patient stated that he had an ongoing negative impact due to him receiving one injection (per knee) of synvisc-one made on (B)(6) 2025. Patient said that his doctor was reluctant to do anything, so he called to check. Patient already had a problem on day 1 but it was disregarded and on (B)(6) 2025, due to a severe accident (accident), their knees exploded to a size of a soccer ball (injection site joint swelling) (latency: 19 days) (batch number: frslb11, expiry date: 28-feb-2028). He was in a walker for nearly 2 weeks as there was no continuation of circulation below his knees (poor peripheral circulation) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). Patient was unbale to walk properly (gait inability) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). He had a trip to see orthopedic specialists/doctors, he was recommended to undergo mrt/MRI (magnetic resonance imaging)/ultrasound, and he also mentioned that he took lovenox as to prevent clotting during his flight going back home. Three months later (B)(6) 2025), he still had no circulation below his knee, it was not getting any blood flow, and he could even feel his calves were getting atrophied (muscle atrophy) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). Patient mentioned that at this point, he was talking with a vascular surgeon. The signs were pointing out that the lack of circulation was due to him receiving bilateral (one blast each knee) synvisc-one injections as it might have blocked some arteries and veins (peripheral vein occlusion) (peripheral artery occlusion) (event onset date: 2025, latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). He said that his concern, aside from the lack of follow-up from his doctor, was the damage created by the administration of synvisc-one, as per the time of the call, was still an ongoing issue. He emphasized that his symptoms were bilateral, and he was still suffering from the injections. Patient said that he wanted it to be reported as he should be part of the database. Patient was unable to walk, had just been from a vacation, and crawled to the car back to their doctor. Patient was put in a wheelchair then a walker. Patient had prednisone and some fluid was drawn (arthrocenesis) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028) but the problem continued. Patient was assuming that the gel was blocking the blood flow on their knees. Patient's blood pressure was lower (blood pressure decreased) (onset: 2025, latency: unknown) (unknown batch number and expiry date) and they were not getting flow of blood below their knees. Patient mentioned that after 3 months after receiving the synvisc-one injections, the gel would have incorporated to his system over time. Upon follow-up, patient reported synvisc one caused a significant long-term issue for them. It had been 3 months since they got their injection and the symptoms were still ongoing. They stated that it was being narrowed down to pseudoseptic arthritis reaction (pseudoseptic arthritis) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028), which they believed could be caused by synvisc one, or that they had a general allergy with the gel (hypersensitivity) (onset: 2025; latency: unknown) (batch number: frslb11, expiry date: 28-feb-2028). They stated that the gel was still there, causing irritation (injection site irritation) (onset: aug-2025; latency: 3 months) (batch number: frslb11, expiry date: 28-feb-2028) after the injection. Patient was hoping for this information to be put in the database since they had seriou's reaction. Action taken: not applicable for all the events. Corrective treatment: the patient was treated with prednisone and aspiration of joint done for arthritis, wheelchair and walker used for gait inability and not reported for all other events. Outcome: not recovered for poor peripheral circulation, gait inability, arthritis, hypersensitivity, injection site irritation; and unknown for accident and blood pressure decreased. Seriousness criteria: medically significant for poor peripheral circulation, disability for gait inability and intervention required for arthritis. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (lot/batch number: frslb11; expiry date: 28-feb-2028) with global ptc number: (B)(4). The ptc stated: based on the complaint from intake team, the incident description, the investigation urgency has been confirmed as standard. Per the product-specific complaint codes for "synvisc one", and the incident description, the defect code "other pharmacovigilance event" has been assigned to this investigation. No qee (abbreviation not known) was opened. No qdn (abbreviation not known) was opened. The investigation urgency, qee/qdn decision and defect code may change based on the outcome of the investigation. Lot (frslb11) history report for the past two years was generated on (B)(6) 2025 and the result showed 3 complaints, among these 1 complaint was closed and concluded as related to handling error and the remaining 2 complaints (including current complaint) were in open state (investigation ongoing). Comet lot history report for the past two years was generated on 15-sep-2025 and showed no result. Complaint sample was not available. Hence assessment was not applicable. Prior to batch release, review of all finished batch records for specification conformance would be performed. If any out of specification result is identified, it is mitigated through the procedure for nonconforming material or product process. Adverse events would be monitored by the mah holder. Trend analysis would be performed on a periodic basis and defined procedures shall be followed to determine if a CAPA (corrective action preventive action) is required. Based on investigation and trend analysis at cmo (abbreviation not known), no CAPA is required. Cmo investigation concludes that the root cause of the reported complaint case the conclusion code for this investigation has been selected as "no faults detectable" and root cause code as "no faults, defects, damages detectable. Hence investigation conclusion on 16-sep-2025 was selected as no faults detectable additional information received on 28-aug-2025 (with live follow up received on 05-sep-2025) from patient: event of blood pressure decreased, pseudoseptic arthritis, (with symptoms arthrocentesis), injection site irritation, hypersensitivity added, event of cardiovascular disorder was updated to poor peripheral circulation (symptom: muscle atrophy), and its symptoms peripheral vein occlusion and peripheral artery occlusion were added, batch number and expiry date added, clinical course updated, text amended accordingly. Additional information was received on 16-sep-2025 from the quality department. Global ptc number and ptc results added. Text amended accordingly.

Event description:
Unable to walk properly [unable to walk] , no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee [functional blood flow disorder] , severe accident [accident] , may have blocked some arteries [arterial occlusion] , may have blocked some veins [venous occlusion] , due to a severe accident, his knee exploded and swollen up to the size of a small soccer ball (lef) [swelling of l knee] . Case narrative: initial information received on (B)(6) 2025 regarding an unsolicited valid serious case received from a patient. This case is linked to case ID (B)(4) (same patient) this case involves an unknown age male patient who was unable to walk properly, no continuation of circulation below knees, not getting any blood flow/still had no circulation below his knee, severe accident, may have blocked some arteries, may have blocked some veins and due to a severe accident, his knee exploded and swollen up to the size of a small soccer ball (left) while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included enoxaparin sodium (lovenox) to prevent clotting. On (B)(6) 2025, the patient started using synvisc one (hylan g-f 20, sodium hyaluronate) injection in left knee, (strength: 48mg/8ml, dose: unknown) frequency: 1x for product used for unknown indication. Patient stated that he had an ongoing negative impact due to him receiving one injection (per knee) of synvisc-one made on (B)(6) 2025. Patient said that his doctor was reluctant to do anything, so he called to check. Patient said that due to a severe accident (accident) (event onset date: 2025, latency: unknown) (unknown batch number and expiry date), his knee exploded and swollen up (joint swelling) (event onset date: 2025, latency: unknown) (unknown batch number and expiry date) to the size of a small soccer ball and he was in a walker for nearly 2 weeks as there was no continuation of circulation below his knees (cardiovascular disorder) (event onset date: 2025, latency: unknown) (unknown batch number and expiry date). Patient was unbale to walk properly (gait inability) (event onset date: 2025, latency: unknown) (unknown batch number and expiry date) he had a trip to see orthopedic specialists/doctors, he was recommended to undergo mrt/MRI (magnetic resonance imaging)/ultrasound, and he also mentioned that he took lovenox as to prevent clotting during his flight going back home. Three months later (present time), he still had no circulation below his knee, it was not getting any blood flow, and he could even feel his calves are getting atrophied. Patient mentioned that at this point, he was talking with a vascular surgeon. The signs were pointing out that the lack of circulation was due to him receiving bilateral (one blast each knee) synvisc-one injections back on (B)(6) 2025 as it may have blocked some arteries and veins (venous occlusion) (arterial occlusive disease) (event onset date: 2025, latency: unknown) (unknown batch number and expiry date). He said that his concern, aside from the lack of follow-up from his doctor, was the damage created by the administration of synvisc-one, as per the time of the call, was still an ongoing issue. He emphasized that his symptoms were bilateral, and he was still suffering from the injections. Patient mentioned that after 3 months after receiving the synvisc-one injections, the gel would have incorporated to his system over time. Patient said that he wanted it to be reported as he should be part of the database. Information regarding batch number and expiry date corresponding to the one at the time of event occurrence has been requested. Action taken: not applicable for all events. Corrective treatment: patient used walker for gait inability, not reported for rest of the events. At time of reporting, the outcome was unknown for accident and not recovered / not resolved for all other events. Seriousness criteria: disability for gait inability.

Manufacturer narrative:
Sanofi company comment dated on 04-sep-2025: this case involves an elderly male patient who was unable to walk after the use of hylan g-f 20, sodium hyaluronate [synvisc one]. Based on the limited information provided regarding this case, causal role of the company suspect product cannot be excluded. Accident could be the confounding factor. Case will be re-evaluated post further update on accident details, patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.